Manufacturer narrative:
The investigation of introducer damage - mechanical has been completed. The root cause of the introducer damage - mechanical issue was not determined since product was not returned for investigation.

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that impella cp support was being placed for a high risk percutaneous coronary intervention (hrpci). The team was using the single access technique with the 14 and 7 french companion sheath. The 7 french kinked upon insertion. The team replaced with a new 7 french and support proceeded. Hrpci was performed and then the pump was weaned and explanted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.